Event description:
It was reported that there are generator errors resulting in the patient having to be re-exposed. The fe determined that the inverter and multiplier needed to be replaced. Once this was done, the unit is working as intended.